Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received bolus stopped alarm and that they were unable to clear it due to unresponsive esc and act buttons. The customer's blood glucose level was 85 mg/dl at the time of the incident. The alarm occurred while the customer was scrolling through daily routine and attempting to put in bolus manually. The alarm started again after 30 seconds of clearing. The time did advanced, battery cap was not loose, and the insulin pump was neither dropped nor bumped. The alarm occurred tree times. Troubleshooting for button error/keypad anomaly was performed. The customer also stated that the bolus stopped alarm was the significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify bolus stop alarm due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.